Event description:
This notification is being reviewed due to a user of a dreamstation CPAP device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, visible foam degradation was found in the device assembly. No error codes were found in the device log history. The device was scrapped.